Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastroscope had error e315. The issue was found during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d4, d8, d10, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage in the forceps channel. A large amount of liquid entered the control body. A large amount of liquid entered the bending rubber. A large amount of liquid entered the universal plug unit. Crystallization in the control body, and corrosion in the control body. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water infiltration inside the scope connector. Therefore, it is speculative, but it is possible that e315 was generated due to a short circuit of the printed circuit board stored inside the scope connector due to flooding of the scope connector during use at your facility, but the printed circuit board dried out during transportation to the ric, so e315 may no longer occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.